Manufacturer narrative:
D10 concomitants: (B)(6), 300-01-12 - equinoxe humeral stem primary press fit 12mm, (B)(6), 320-08-38 - glenosphere exp 38mm +4mm offset, (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6),320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left shoulder dislocated post initial operation. Surgeon performed a closed reduction but was unsuccessful. Patient was last known to be in stable condition following the event.